Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information indicated by medtronic that the reservoir ha a big air bubbles. The air bubbles were noticed by customer during therapy. The location of the bubbles was at the beginning of the tubing at the reservoir. The customer's blood glucose was unknown, no harm requiring medical intervention was reported. The reservoir will not be returned for analysis.